Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported blank display. The incident was reported via phone call. Blood glucose at the time of incident was 8mmol/l. The customer stated that the display was blank less than thirty seconds. The customer stated that the battery cap was not corroded or damaged. The customer stated that different batteries were tried but the pump would not turn on.troubleshooting was not able to resolve the issue. The customer was offered a loaner pump. The device was not returned for analysis.